Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, the sm mpp gel 550cc breast implant was observed with no apparent damage or visual anomalies. Scar tissue was noted in the picture. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent breast surgery with two 550cc mentor memorygel breast implants experienced pain and breast implant illness post procedure. As a result, patient had an explantation (B)(6) 2021. This medwatch form is for the right breast prosthesis.